Event description:
Stretcher found in maintenance area - right head rail was not latching. No injury alleged.

Manufacturer narrative:
Technician found the stretcher in maintenance area with right siderail not latching. Isolated the problem to damaged latch plate. Replaced the latch plate to resolve this issue.